Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the delivery accuracy test. The drive support disk was inspected and no anomaly noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was protruded. Customer's blood glucose level was over 300 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual bolus. Customer was neither in emergency room, nor admitted into hospital. Customer alleging possible insulin pump under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer reported that the drive support cap was protruded. Customer was able to perform high pressure test at this time and test was passed. The insulin pump will be returned for analysis